Manufacturer narrative:
Per remote service engineer (rse) this material only. Data acquisition board, solenoid valve, seal, valve, solenoid parts were sent to repair on-site by the customer.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. If additional information is received later, this complaint will be re-opened and re-evaluated accordingly. The data acquisition (da) pcba was returned for failure investigation. Visual inspection of the da pcba revealed no evidence of damage or contamination. The machine pressure sensor autozero failed error code could not be duplicated.

Event description:
The customer reported that the cbit proximal pressure is not measured and pressure-related alarms are compromised. The customer contacted product support and recommended verifying pin alignment between solenoids and the da pcba, replacing the proximal auto-zero solenoid, replacing the data acquisition board, or replacing the solenoid valve. The customer reported that the unit was not in use on a patient.